Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to misaligned insertion of the hex feature that must be aligned between the components for the taper to engage.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/08/2025, a sales representative reported via email that an ar-9582-25 modular post for augmented mgs baseplate 25 mm failed to function properly during a procedure. As a result, a replacement device was opened to complete the case. No impact on the patient was reported, as backups were available and utilized. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 09/15/2025.